Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the balloon was disengaged from the cannula. The obturator was received. The valve seal and doors appeared intact. The insufflation bulb was received. The instrument could not be tested functionally due to the condition in which it was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The received unit condition could happen when excessive force is applied to the frontal area of the balloon already inflated. This pressure causes the inner flange to detach from the inner sleeve. The degree of damage can go from partially separating the flange making the unit leak to fully separating the flange, causing the balloon to fully deflate immediately. Replication of the disengaged balloon from the cannula may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the balloon expanded and created the space and then balloon disengaged from the trocar and fell into patient's cavity. The balloon was removed by surgeon manually using laparoscopic grasper. All component of the balloon were removed as confirmed by surgeon. There was no patient injury.